Manufacturer narrative:
Device manufacture date: december 15, 2017 - december 19. The actual sample was received at the plant for analysis. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfuser burst during patient infusion. The reporter stated the nurse had disconnected the folfuser from the patient and noticed that the bladder had burst. The device had been filled with 8g of cefoxitin in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.